Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that the articulating surface appears to have undergone fatigue wear with subsurface propagation of shear cracking, prior to the eventual surface layer delamination and third body wear/pitting of the medial articular surface. Fatigue wear, and particularly delamination, occurs secondary to cyclic shear stress between the tibial and femoral components. Third body wear occurs when a third body, such as a fragment of bone or bone cement, gets trapped between the articulating surfaces of the tibial insert and femoral component. As the patient moves, the third body creates scratches, and sometimes pitting, on the surface of the tibial insert. There appears to be displaced polyethylene on the anteromedial aspect of the tibial insert, likely due to high in vivo loading medially. The wear pattern suggests that there may have been some level of instability within the patient¿s knee allowing for a lateral translation of the femoral component on the tibial insert, which likely contributed to the medial spine wear, and possibly lateral side liftoff. There appears to be wear of the posterior spine. This wear pattern is likely to occur when the post is chronically subjected to higher-than-normal shear forces and rapid, rather than gradual, engagement of the femoral cam with the tibial insert spine during knee flexion. The patella appears to have some level of wear. Patellar wear most often occurs secondary to lateral tracking of the patella and contact with the trochlear ridge of the femoral component. Patellar maltracking following knee arthroplasty may occur secondary to a number of factors including pre-existing patellar maltracking, implant positioning, patellar thickness, obesity and/or a tight lateral retinaculum. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 5891788 - 02-010-01-0335 - lgc femoral ps cem right sz 3.5, 5968642 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 5911557 - 204-34-04 - fluted stem extension 40l x 14 mm, 5843892 - 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately 3 years and 10 months post the initial right total knee arthroplasty, the patient was revised. A synovectomy found traces of osteolysis due to poly wear. The poly liner and patella were exchanged. There were no reported surgical delays/prolongations. The patient was last known to be in stable condition following the event.